Event description:
It was reported that at the implant procedure the impedance of this new lead was normal in unipolar but very high in bipolar. The lead was assumed to be malfunctioning. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that at the implant procedure the impedance of this new lead was normal in unipolar, but very high in bipolar. The lead was assumed to be malfunctioning. No patient complications have been reported as a result of this event. It was further reported that there was high threshold in bipolar mode; lead quality suspected to be the cause.

Event description:
It was reported that at the implant procedure the impedance of this new lead was normal in unipolar, but very high in bipolar. The lead was assumed to be malfunctioning. No patient complications have been reported as a result of this event. It was further reported that there was high threshold in bipolar mode; lead quality suspected to be the cause.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found; full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.